Event description:
The affiliate reported that when the nurse was trying to transport patient from operating table bed to ward bed, the connection luer lock was loosened and the catheter was about to disconnect from the set. The patient may suffer from an infection.

Event description:
Additional information from the affiliate has stated that the line disconnected from the needle-less access port. As a result, the proximal catheter was clamped immediately and the on call staff was notified. A new evd system was reconnected and csf fluid was collected for sampling. Finally, the appropriate personnel was notified of the event.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
This complaint has been reopened as the device was returned for investigation. The device was visually inspected and confirms that the tubing has come away from the needless port. Glue traces were found on the tubing and the needless port. It is possible that the tubing was pulled during the transport of the patient but this could not be determined. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records confirmed the device conformed to the specifications when released to stock. A review of the sterilization certificate revealed that the device conformed to the required specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The affiliate reported, when nurse is trying to transport patient (on which eds3 is put) from ot bed to ward bed, the connection luer lock was loosened, the catheter was about to disconnect from the set. Patient may suffer from infection. Surgery was delayed 30 minutes additional information from the affiliate stated: patient was on evd system since (B)(6) 2013. Patient was transferred to dr for angioplasty @ 15:00pm and back to ward @17:30. As (B)(6) staff was relocating the evd system from the bedside drip stand to the portable one, staff was found the line detached from the needle-less access port. Clampde the proximal catheter immediately. Informed on-call (B)(6). Reconnected to a new evd system & collected the csf for sampling. Alerted the ot for the problem product. (B)(6) complaint has been re-opened as the device was returned for investigation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.